Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Type of investigation, investigation findings, investigation conclusions and have been updated. The hem1 was not returned for evaluation. However, logs were provided. No clinical data logs were provided for the investigation. The root cause remains unknown as no product was returned for evaluation and the logs provided were not sufficient for the investigation. H3 other text : device not returned but logs were provided.

Event description:
It was reported that the hem1 systolic blood pressure was running low after being upgraded to the clear sight diastolic fix. The diastolic blood pressure and mean arterial pressure values were in agreement. There were no error messages. They ensured set up and zero were appropriate in comparison to the a line. There was no patient injury. No inappropriate patient treatment was administered and patient demographics were unavailable.

Manufacturer narrative:
The product will not been returned for evaluation. However, logs were submitted. Once the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-comformances.